Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 01 april 2019: lot 186907: (B)(4) items manufactured and released on 14-nov-2018. Expiration date: 2023-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Immediately after the primary hip surgery had been completed and while taking post-op x-rays, it was discovered that the patient had sustained a fractured femur during the primary surgery. The surgeon suspects the fracture occurred while broaching. The surgeon cabled the fracture and no implants were revised. The surgery was completed successfully.